Manufacturer narrative:
The reported failure of vent service required alarm indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for four-year service. No patient harm or injury was reported. The device was evaluated at a third-party service center. The device log files were successfully downloaded and reviewed in full. A ¿vent service required¿ alarm error was identified indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors. The system pca required replacement to correct the issue. An alarm unrelated to the reportable malfunction was observed indicating the air filter on the blower intake was clogged. The blower assembly required replacement to address the issue. Additionally, due to the four-year preventive maintenance procedure, the air foam inline filter, muffler and particulate filter will be replaced. The pm label will be added to the unit. The machine flow sensor, in-line filter prox and in-line filter were contaminated with dirt. Following the repair, the device passed all functional testing.